Event description:
Meter name: ultra. Strip name: ultra strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: unknown. The pt reported they were unable to test. Went to doctor because was not feeling well and since the pt had no meter to test with, the pt tested at doctor office. The meter allegedly does not power on. There was no result on their meter. There were no other tests or comparisons done. Treatment given is unknown. No further info has been reported.